Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary was confirmed. The primary set was visually inspected and no anomalies were observed. Inspection under magnification showed that the check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed back flow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.0174¿ long particle located between the housing seal area and the affixed silicone diaphragm, identified to be ¿styrene-isoprene-rubber.¿ the cause of the check valve failure is a styrene-isoprene-rubber particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
Concomitant products: b.braun 250ml bag of 55 dextrose, ndc (B)(4), lot j6c019, exp 03/18, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary back flowed into the primary bag once the pump started. There was no report of patient harm.